Event description:
The recipient is reportedly a poor performer. Revision surgery has been scheduled.

Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated and the recipient is doing well. The external visual inspection revealed tool damage in the silicone overmold on the top and bottom covers and the fantail region, as well as a severed electrode. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires in the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.